Manufacturer narrative:
H11: corrected data: corrected section f10. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluated by MFR.evaluation customer report of pvl and aortic insufficiency could not be confirmed through visual observations. The x-ray demonstrated the wireform and cocr band to remain intact; the vfit cocr alloy band was not expanded. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 on the inflow aspect and approximately 2mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 3 had a 4mm tear at the cusp area. Leaflet 2 had a 2mm non-transmural damage at the cusp area and did not appear to be beveled. Mechanical damage was observed on the outflow aspect of all three leaflets and appeared serrated. Cor-knots remained attached to the sewing ring around leaflet 1. Suture holes were visible around the sewing ring. Wireform was exposed around leaflet 1 on the inflow aspect and around leaflet 2 on the outflow aspect. Valve was sent to r&d for observational evaluation. (B)(6)2019: endocarditis was reported. The returned valve will be disposed. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device and will not be MDR reportable. In this case, the onset of endocarditis occurred after 60 days from implant. Based on the avaiable information the root cause of the event was due to patient related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to av bioprosthetic endocarditis, severe ai, and severe aortic paravalvular regurgitation. A 11500a 23mm valve was implanted in replacement. The patient was discharged in stable condition.

Manufacturer narrative:
UDI: (B)(4). Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The device return and DHR are pending. A supplemental report will be submitted upon receipt of new information.

Event description:
It was reported that a 21mm aortic valve was explanted after an implant duration of 6 months due to unknown reasons. No additional details were provided.